Manufacturer narrative:
(B)(6) 2016 a medtronic representative, following-up at the site, confirmed that the patient impact was that they had to drill an additional hole. They used a (B)(4) kit for the procedure.- no parts have been received by manufacturer for analysis. No parts were replaced. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's .4mm core fiber 10mm tip vclas and system (B)(4) thermal therapy. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the surgeon did not successfully traverse dura mater and the cooling catheter skived from planned trajectory. This was a surgical issue. Site was using non-medtronic navigation and a second non-medtronic frame. They selected a new trajectory/entry point and completed the procedure. It was later confirmed that the surgeon had to drill an additional hole. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's .4mm core fiber 10mm tip vclas and system (B)(4) thermal therapy. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
(B)(4)